Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds device # (B)(4) had bouncing nitric oxide (no) levels. The respiratory therapist states, there was no harm to pt and no adverse event occurred. The device was subsequently replaced with another unit.

Manufacturer narrative:
A respiratory therapist reported inomax ds device # (B)(4) had bouncing nitric oxide (no) levels. Eval summary: although, the widely varying nitric oxide values were not reproducible during the device investigation, the device service logs suggest the root cause for this issue could be fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced. It is important to note that the monitored no level would be fluctuating in this case and not the actual no delivered.